Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy with kidney reimplantation procedure, a portion of a third-party vessel loop fell inside the patient. The incident occurred while attempting to locate and remove a vessel loop wrapped around an unspecified tissue. When the loop was cut, a segment fell inside the patient; it was immediately identified, retrieved, and removed. The procedure was successfully completed robotically and there was no injury to the patient. The site has not provided the name of the third-party manufacturer of the vessel loop.